Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a vehicular accident. The customer had blood glucose levels of 30mg/dl and 59mg/dl. Customer was seen in the emergency room, and was treated with a manual injection. No troubleshooting occurred. No significant event leading up to the incident was mentioned.